Manufacturer narrative:
The field service engineer replaced various parts and performed system checks. After service, he performed precision testing with acceptable results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable trigl triglycerides results for six patients tested on a cobas 6000 c (501) module. The initial results were reported outside the laboratory. The customer sent the samples to another laboratory for confirmation testing on a cobas 8000 modular analyzer series. Patient 1¿s initial triglycerides result was 1.459 mmol/l, and the patient¿s repeat result was 2.45 mmol/l. Patient 2¿s initial triglycerides result was 2.821 mmol/l, and the patient¿s repeat result was 3.81 mmol/l. Patient 3¿s initial triglycerides result was 2.817 mmol/l, and the patient¿s repeat result was 3.8 mmol/l. Patient 4¿s initial triglycerides result was 1.607 mmol/l, and the patient¿s repeat result was 2.64 mmol/l. Patient 5¿s initial triglycerides result was 1.998 mmol/l, and the patient¿s repeat result was 3.00 mmol/l. Patient 6¿s initial triglycerides result was 2.909 mmol/l, and the patient¿s repeat result was 3.89 mmol/l. The triglycerides reagent lot number was 468206 with an expiration date requested but not provided.